Manufacturer narrative:
Method: add'l clinical info has been requested. If add'l info is provided, the new info will be submitted in a follow-up MDR along with the investigation of the mfg records.

Event description:
A stoma was created in a (B)(6), male, pt, following a repair of a colon cancer. The surgeon used xcm biologic mesh to prophylactically prevent parastomal hernia formation. He used a "sugarbaker" technique and sutured the mesh in place using 2-0 prolene suture. The procedure was performed laparoscopically. Approx 9 days following the procedure, the pt developed a bowel obstruction. During the subsequent surgery, the surgeon noticed that there were adhesions to the xcm biologic mesh. The remainder of the surgical site was clean. Outcome info is not available as of the date of this report.